Event description:
On (B)(6): customer reports to product monitoring via phone that system lost fluoro during an unk pt procedure. Pt age and gender were not known. Physician decided to stop the procedure and scheduled the procedure to be completed at another facility. No injuries were not known. Physician decided to stop the procedure and scheduled the procedure to be completed at another facility. No injuries were reported.

Manufacturer narrative:
Field service engineer (fse) confirmed that the imaging system locked up when opening up an emergency pt causing a no fluoro issue. Fse troubleshoot sending the infimed error log to tech support from the i5 system. Tech support reviewed the error log and saw exception errors which caused the reported issue. Fse recycled system and unit is now working per checklist # (B)(4). System returned to full service by the customer.